Event description:
Ous MDR - the lead dislodged shortly after implant. A lead revision was attempted the following day, but the lead could no longer fixate and was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. During the mechanical inspection, the mandrin could not be inserted into the lumen of the lead without problems. The analysis showed that residues of coagulated blood within the inner conductor helix prevented a complete advancement of the mandrin, which impaired the functionality of the fixation mechanism. These coagulated blood residues probably come from the implantation of the lead. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.